Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the atrial lead exhibited failure to sense and noise. While attempting to change positions, it was noted that the stylet failed to advance in the atrial lead. The atrial lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of the j stylet could not be inserted and a helix mechanism issue were confirmed, while noise and failure to sense were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of the reported events of the j stylet could not be inserted, and a helix mechanism was isolated to the inner coil over torqued in the connector region, consistent with procedural damage and the helix being clogged with blood/tissue. Electrical testing did not find any indication of conductor fracture or internal shorts. A visual examination of the lead didn¿t find any anomalies.